Manufacturer narrative:
Additional information: the patient interface (pi) concomitant product lot cp02220 was received and evaluated. Visual inspection found the returned sample visual inspection revealed that the unit was not returned in its original procedure pack. The clip of the gripper assembly was broken. White debris and particles were observed on the inner and outer side of the cone lens. Some residues were also observed on the inner side of the lens. These conditions could be related to the handling of the unit in a non-sterile environment. Suction test was performed using the original syringe. The gripper/seal ring assembly maintained suction displacement and was within specifications. However the functional clip inspection could not be perform since the clip was broken. Dimensional testing performed for cone height, parallelism, and flange thickness was found to be within tolerance.

Event description:
Report was received that the surgeon was unable to lift the flap completely during the procedure. The patient was rescheduled to return to the surgery center at a later date.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Field service specialist visited the account after the event and cut multiple gels with no issues seen. Completed a thorough check of alignment, cleaned optics and verified energy. Completed preventive maintenance. During preventive maintenance received error message and decided to replaced the frame grabber printed circuit board.